Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent due to the patient coming into the emergency room hypotensive and with generalized weakness. Upon arrival, it was observed that the patient's heart rate was in the 40 beats per minute range when the lower rate of the implantable cardioverter defibrillator (ICD)&#1473;s set to 60 beats per minute. There was t-wave oversensing (twos) from the right ventricular (rv) lead observed on presenting rhythm. Reprogramming was performed and the ICD and rv lead remain in use. No patient complications have been reported as a result of this event.